Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capture problem were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented in clinic for follow-up with fatigue and shortness of breath. Upon interrogation, it was determined the right ventricular leadless pacemaker (lp) exhibited intermittent loss of capture. Programming changes were performed but unsuccessful. The lp was explanted and replaced. The patient was in stable condition.